Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports, however only 1 other incident related to implant loosening. Total for lot number: 5 ((B)(4)). H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) for joint instability and surgical intervention.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: oct 2, 2017: litigation record received. Litigation record reviewed. Patient was revised due to severe persistent pain, discomfort, instability, difficulty ambulating, aseptic loosening of the tibial baseplate. Litigation record indicates the loosening occurred at the cement to implant interface, at this time the cement manufacturer is unknown. The document also indicates that x-rays revealed the presence of radiolucent lines underneath the attune tibial baseplate prior to revision. Please note, product and lot numbers were not provided within the document. Updated 10-31-2017.

Manufacturer narrative:
Product complaint # ==> (B)(4).investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports, however only 1 other incident related to implant loosening. Total for lot number: 5 (com-(B)(4), com-(B)(4), com-(B)(4), pc-(B)(4) , pc-(B)(4)) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.